Manufacturer narrative:
Results: a review of the mfg records verified that the lot was processed normally and all pre-release specifications were met. The gbs was returned for an engineering eval. Initial examination revealed the distal balloon bond had signs of damage and peel back. The proximal balloon bond was also not intact. Further examination of the distal end of the device revealed there were signs of damage to the bond and balloon material; furthermore, the damage caused the balloon to completely detach from the gbs shaft. The fact that the failure was reported in vivo and not on the bench-top (during preparation), strongly suggests the detached balloon failure occurred during insertion of the bgs in the introducer sheath. The indicated introducer sheath is the terumo 9fr x 10 cm. Images were returned for eval; however, no images were provided regarding the reported failure. The provided images did show the physician proceeded to pre-dilate, stent, and post dilate the internal carotid arterial lesion successfully with a second flow reversal system.

Event description:
It was reported a pt underwent carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. The physician felt resistance advancing the gore balloon sheath (gbs) through a 9fr x 25 cm introducer sheath. The gbs balloon was inflated in the descending aorta to check the balloon's integrity prior to advancing it to the common carotid artery. The balloon could not be inflated and the gbs was removed. The physician encountered resistance advancing a second gbs through the same introducer sheath. The physician removed the sheath and found the gbs balloon from the first device wrapped around it. The balloon fragment was removed and the physician inflated the second gbs balloon outside the pt to check for damage. The balloon inflated normally and was used for the procedure. Which concluded with no adverse events.